Event description:
It was reported a 6f angio-seal vip was deployed in the right common femoral arteriotomy and the pt was discharged without issue. The next day the pt returned to the emergency room with pain and swelling in the right leg. An ultrasound revealed a 9.5 x 6 centimeter (cm) hematoma. The pt was admitted to the hospital and received 3 units of packed red blood cells (prbc). The pt was on prescribed anti-coagulant medications, aspirin (asa) and plavix, but coagulation studies were within normal limits. The pt was discharged from the hospital 6 days later.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedure; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulse.